Event description:
It was reported that ultrasafe plus x100l png clear pen did not activate. This was discovered before use. The following information was provided by the initial reporter: the syringe was used by patient for self-administration. We don't know the patient experience in using prolia, however this time the pen did not activated.

Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for a defective ultrasafe device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe plus x100l png clear pen did not activate. This was discovered before use. The following information was provided by the initial reporter: the syringe was used by patient for self-administration. We don't know the patient experience in using prolia, however this time the pen did not activated.